Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 20 mg/dl range at the time of the incident. The customer used food and was given glucagon to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had eye surgery and believes this is why they went low. Troubleshooting was not completed as the customer declined. The customer ended up high due to treatment for the low. The customer also lost their serter. The insulin pump will not be returned for analysis.